Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed inaccurate fill estimates intermittently. Reportedly, the customer's insulin gauge displayed a value of 105 which remained static and then displayed a value of 14 units. The cartridge was filled with 300 units of insulin. The customer's blood glucose was 169 mg/dl. Reportedly, the customer loaded a new cartridge and the insulin gauge began to decrease as intended.